Event description:
It was reported that about 6 months ago, the patient experienced a bulging of the left cylinder of the inflatable penile prosthesis. As a result, penetrative axial rigidity was inadequate for satisfactory sexual intercourse. The patient is expected to undergo a revision surgery. No patient complications were reported.